Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's CAPA (B)(4) based on form fda4 (B)(4) inspection observation, file number (B)(4) issued (B)(4) 2010.

Event description:
Pt reported symptoms of swelling of the throat and difficulty in breathing after starting stage 1 of the aligner treatments. The pt visited his general physician, which said it was probably the aligners that cause the pt's symptoms.